Event description:
The customer reported that an 840 ventilator had a screen block error. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the touchframe pcb. The unit passed extended self-testing.